Manufacturer narrative:
The reported event could not be confirmed as the product was not available for evaluation. Additional information: the device was scrapped by the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the tps cord was causing handpieces to overheat. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the tps cord was causing handpieces to overheat. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.